Event description:
Customer reported that the patients were having routine b12 and lipo-b injections in their upper arms when they noticed that the needles are hurting more when they are being pulled out. This has also caused excessive bruising to the patients. None of them required medical attention or medical treatment.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the analysis on the archive samples and devices from same lot returned from customer. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.